Event description:
After 2 months from the primary surgery, the patient came in due to signs of infection, and the pathogen is unknown. The surgeon removed all components and implanted an antibiotic spacer. The surgery was successfully completed.

Manufacturer narrative:
Batch review performed on 31 july 2025. Mectacer 01.29.204 mectacer biolox delta ball heads lot. 2434492: (B)(4) items manufactured and released on 07-jan-2025. Expiration date: 9-dec-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Amistem c 01.18.151 amistem-c std. Size 1 (k103189) lot. 2430109: (B)(4) items manufactured and released on 07-jan-2025. Expiration date: 17-dec-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Mpact 01.32.146dht acetabular shell ø46 two-holes t (k230011) lot. 2418544: (B)(4) items manufactured and released on 04-nov-2024. Expiration date: 21-oct-2029. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Mpact 01.32.3239hct flat pe hc liner ø32/c (k103721) lot. 2424770: (B)(4) items manufactured and released on 31-oct-2024. Expiration date: 10-oct-2029. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.